Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the cathode conductor coil was found to be fractured between 132-138 millimeters from the terminal pin, along with slightly flattened anode conductor coils and compression marks on the inside circumference of the outer tubing in the area between 130-145 millimeters from the terminal pin. Due to the location and type of damage, it appears this damage was most likely caused by entrapment in the clavicle first rib region.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2000 ohms. A revision procedure was performed and the lead was explanted no adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.